Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was air in the line of an unspecified number interlink solution sets. This was identified after priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.